Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that prior to surgery the cart was smoking. The technician ran the cart for 2 hours and could not duplicate the issue reported. Tech then tested the unit to verify proper operation and no problems were found. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: the event cannot be confirmed. Review of the most recent repair record identified no repairs related to the reported event. A review of the device history record, complaint history review, and risk assessment will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Complaint history search results as applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.